Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's right and left ipg were causing discomfort. The patient is also very thin due to losing some weight and the ipgs were protruding out the skin, but there was no broken skin. Surgical intervention took place on (B)(6) 2024 where the ipg's were moved from the chest to the abdomen. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. Correction - section d10 - correction of concomitant medical products to state dbs burr hole caps instead of dbs extension. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.